Event description:
A consumer reported blurry near vision, halos, and rings following intraocular lens (iol) implant surgery. The patient reported that she is using medications, but had not noticed much difference in her vision. At the request of the consumer, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. At the request of the consumer, the surgeon was not contacted. (B) (4). (B) (4). (B) (4).